Event description:
As reported on (B)(4) 2013, (B)(6) male pt presented for an angiographic procedure. A tip straightener is provided as part of the disposable device and is used to straighten the soft tip of the catheter as the catheter is introduced over the guidewire. The straightener is meant to be removed as the catheter is inserted over the guidewire and into the pt. During the procedure, the treating physician removed the catheter, the straightener remaining inside of the pt. The physician made several attempts to remove the straightener without success. It was reported the pt is doing fine with no report of permanent harm or injury. Angiodynamics is attempting to obtain additional information in regards to follow-up treatment and pt well-being. It was reported the disposable device was retained by the customer and will not be returned to the MFR for eval.

Manufacturer narrative:
The reported defective device has been retained by the user and will not be returned to angiodynamics for eval. This report is not to report a device malfunction, only to report an adverse event and pt outcome. It was reported the straightener is lodged near the pt's heart, and plans to remove it have yet to be determined. The pt is doing fine with no report of permanent harm or injury. The user has contacted angiodynamics for additional information in regards to the device. The additional information was provided to the user. The instructions for use, which is supplied to the user with this catalog number, states: " angiodynamics furnishes several of its catheters with a tip straightener. To straighten the catheter tip, hold the distal end of the tip straightener between the thumb and forefinger and pull the straightener up the catheter shaft until the tip is straight. Then place the catheter tip over the positioned guidewire and introduce the catheter in the normal manner. To remove the tip straightener from the catheter, gently glide the straightener down the catheter shaft to the strain relief. Continue to gently pull until straightener opens and slides off the catheter." A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the investigation and follow up information will be sent via a follow-up medwatch. (B)(4).